Event description:
It was reported the patient's device displayed an end of service message. It was recommended that the ins be replaced. Additional information received indicated the device was replaced due to it "malfunctioning". The patient experienced a return of tremor (lack of effect). Reprogramming was attempted in 2009, but it was determined the left generator was depleted. The patient outcome was reported as: no injury.